Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been device deployment in a calcified artery resulting in collagen deposition and vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal did not function properly during deployment. The reported event did result in injury. No blood loss was reported. Additional information was received on 11oct2024: a 6 french angio seal was used. Nothing out of the ordinary was noted upon deployment of angio seal by surgeon. Initial hemostasis believed to be achieved with the angio-seal. Foot discoloration was identified in recovery. Prior to angio-seal deployment, successful percutaneous transluminal angioplasty (pta) was performed. A 6 french sheath was used for the procedure. Per the surgeon, the patient was stable, and there were no issues with insertion and deployment. No equipment or other devices were used with the device. It was noted that while deploying the surgeon surgically repaired vessel after discoloration of ipsilateral foot was observed. It was unknown how it was determined that the collagen plug was contributing to vessel occlusion other than foot discoloration. As per the surgeon, upon surgically opening the vessel, the angio-seal collagen was partially in and partially out of vessel leading him to believe heavy calcification contributed to the device not performing as usual.